Event description:
Customer reported receiving no delivery alarms and having reservoir leaks. Customer was able to get insulin to exit the tubing without a no delivery alarm during troubleshooting. Blood glucose level was above 600 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.